Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd gaspak¿ ez anaerobe gas generating pouch system with indicator an atypical reaction was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " anaerobic indicators are checked 4-24hours to ensure anaerobic conditions are achieved. However it has been noted that anaerobic conditions were achieved on this check and somewhere after the 24hour check and the final read the indicator shows that anaerobic conditions were not met. "

Manufacturer narrative:
H.6 investigation summary: a complaint investigation; due to anaerobic conditions not met using gaspak ez anaerobe pouch w indicator catalog 260683 batch no.: 1036144, was performed on retention samples. Returned goods were not received from customer. The investigation required to perform anaerobic reduction, microbiological performance, gas concentration test, visual inspection, incoming and batch record review. Retention samples performed as expected. No discrepancies observed during the visual inspection. Incoming and batch record review did not showed any evidence of customer claim. No corrective action is required based on information evaluated and satisfactory results obtained during the qc test. Instruction for use (IFU) established instruction on results evaluation. Complaint is not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that while using bd gaspak¿ ez anaerobe gas generating pouch system with indicator an atypical reaction was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " anaerobic indicators are checked 4-24hours to ensure anaerobic conditions are achieved. However it has been noted that anaerobic conditions were achieved on this check and somewhere after the 24hour check and the final read the indicator shows that anaerobic conditions were not met. "